Manufacturer narrative:
Method, results - no product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of up to 250-500 mg/dl while using the infusion sets. She stated that a few times she felt as if the cannula had not been inserted into her body properly because insulin leaked during bolus delivery. She stated the headset had been in use for 2 days. She injected insulin via syringe to lower her blood glucose. Her target blood glucose level is below 200 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. No product will be returned for evaluation.